Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis and subsequently passed away. The peritonitis was manifested by cloudy fluid, nausea, vomiting, fever, weakness and abdominal tenderness. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event the same day as event onset. The same day the patient began treatment with intraperitoneal (ip) vancomycin and ip fortaz (ongoing, doses and frequencies not reported). The following day the patient began treatment with fluticasone, nasal spray, ongoing (dose and frequency not reported), intravenous amphotericin b, ongoing (dose and frequency not reported) and oral diflucan, ongoing (dose and frequency not reported). The same day the pd catheter was removed and pd therapy was discontinued. During that time the patient became alert enough to inform the physician and the family that they no longer wanted to be on dialysis. Six days later the patient passed away in the hospital. The cause of death was not reported and an autopsy was not performed. No additional information is available.